Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hemorrhage and hematoma are listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported hemorrhage and hematoma appear to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to post-procedure access site bleeding. It was reported that on (B)(6) 2018, one mitraclip was implanted without issues, reducing degenerative mitral regurgitation (mr) from grade 4+ to mild. On (B)(6) 2019, a second mitraclip procedure was performed as mr had increased to 3+ due to disease progression unrelated to the implanted clip. Reportedly, the 2018 clip had remained stable and well seated on the leaflets and there was no leaflet injury. Two additional clips were implanted without issues, reducing the mr to grade 2. On (B)(6) 2019, right femoral access site oozing was observed, along with a moderate hematoma. Heparin drip was held. Hematocrit and hemoglobin were stable. The event required prolonged hospitalization. Per physician, there was no device deficiency. No additional information was provided regarding this issue.